Event description:
Non integration. Customer reported implant lost threading. Customer stated patient came in on (B)(6) 2020 for check and had to return on (B)(6) 2020 for default implant removal. Site grafted on (B)(6) 2020 with regeneross allograft prior to implant placement. No relevant patient history.